Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR - boston scientific received information that this right atrial (ra) lead was dislodged as confirmed through x-ray. The physician attempted to reposition the ra lead several times but the lead kept on dislodging upon withdrawing the stylet. A successful fixation of the lead was achieved after several attempts. The post-operative check was satisfactory and the patient had been scheduled for a routine follow-up. The ra lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.